Event description:
It was reported, by the clinician, that they were unable to feed the peripherally inserted central catheter line through the peel-away sheath. The user was experienced with this product and never had this problem before. As a result, the line was removed and a new set was inserted in the pt's other arm. There were no reported pt complications as a result of this occurrence.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.